Event description:
Went to dr for a supartz injection in my right knee. This was the 5th time that I had the injection. Within 16 hrs, I had a severe adverse reaction to the drug, which included severe pain, unable to walk or put any weight on right leg, severe swelling in knee. I was asked to return to the dr office which I was given several injections to control the pain. Since that day, I have had to return to the dr office twice a week for 5 weeks. The knee has been drained 5 times. I am now in the 5th week and unable to walk w/o crutches or put any weight on the right leg. It continues to swell and I need to use cold therapy daily to control pain. Dates of use: (B)(6) 2012 - (B)(6) 2014. Diagnosis or reason for use: pain in knee due to bone on bone.